Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
Additional information has been obtained stating this MDR was filed in error. The revised product was not a smith & nephew device.